Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing a burn mark on the back side of the device. The header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the (B)(4) standard specifications. Also the spring elements of the pacemaker did not show any deviations. Blood was found on the contact surface of the set screws of the atrial and ventricular channels. At a next step the pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be ok. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was explanted because the physician could not determine if the loss of capture was from the lead in the rv, so he replaced the rv lead and the device at the same time. There were no adverse patient events reported. Should additional information be received, this file will be updated.